Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room with the pulse generator in backup vvi mode. The patients presenting rhythm was intrinsic faster than 67.5 ppm. A device download was performed successfully.